Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during disconnect, leakage occurred between injector and connector with a bd phaseal¿ connector c35-o. The following information was provided by the initial reporter: it was reported that during disconnect, a drop of fluid was visualized on the connector. Additional information reported: of note is that this infusion set up had been up for 26 hours. The infusion was a secondary set up of carmustine going into a kvo line.

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1906101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing, leakage testing is performed, penetrating the injector ten times to verify if any leaks occur. Testing was reviewed for connector lot 1906101, all results were found to be within specification. Five retained samples of the same lot were used for additional evaluation. Functional testing was performed, penetrating the connector ten times, all results were found to be acceptable with no leaks identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that during disconnect, leakage occurred between injector and connector with a bd phaseal¿ connector c35-o. The following information was provided by the initial reporter: it was reported that during disconnect, a drop of fluid was visualized on the connector. Additional information reported: of note is that this infusion set up had been up for 26 hours. The infusion was a secondary set up of carmustine going into a kvo line.